Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation. Review of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for the observed changes in pump parameters could not be conclusively determined. Additionally, a direct correlation between the suspected thrombus and the parameter changes could not be conclusively established. The submitted log file captured slight, intermittent elevations in pump power and estimated flow on (B)(6) 2023. Of note, these elevations were captured during pulsatility index (pi) events. No other notable events or alarms were observed. The pump appeared to have operated as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation", this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for patient with history of suspected pump thrombosis concerning slightly high flows and powers. The speed was at 9800. The log file captured routine events with nothing unusual noted. Pump powers in the 6-7w range were appropriate for a fixed speed of 9800 rpm. Overall pump powers were stable throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.